Event description:
This rv lead was implanted on (B)(6) 2015 and remains implanted at this time. A call was place to technical service on (B)(6) 2016 stating that this lead exhibited noise and oversensing. The physician was dr. (B)(6) at (B)(6) hospital burlington in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).